Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Other relevant device(s) are: product ID: 9736119r, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site was attempting to load a scan and the system exited to the blue fusion screen. The site was able to reboot the system and could proceed.

Manufacturer narrative:
Correction: while servicing the navigation system, the system functioned as designed and no hardware components were replaced. Fdr and fdc coding updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.